Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances with the right ventricular (rv) lead. Technical services (ts) recommended device and lead replacement, the ICD is nearing end of life (eol) and a new lead was also recommended. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.